Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) it was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about clog. The patient claimed that the drug solution did not come out during priming.

Manufacturer narrative:
D.4. Medical device lot #: 1251938 was reported, however, this is not a lot # manufactured for the reported catalog #. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-aug-2023. 6: investigation summary one open 31g x 8mm pen needle sample and three photos were returned from lot. No. 1251938, cat. No. 320102. A clog test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) it was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about clog. The patient claimed that the drug solution did not come out during priming.